Event description:
New information indicated the device was explanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature battery depletion. No intervention was reported. The patient would continue to be monitored.